Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had two episodes of ventricular fibrillation (vf) which received multiple defibrillations. The patient had to be externally defibrillated the second episode and was successfully converted. That was followed by another episode of vf which the device terminated. The patient is currently unconscious in intensive care. It was noted that the patient is non-compliant with their medications which could have potentially contributed to the failure to terminate the vf. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.